Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced septic shock and peritonitis coincident with therapy for peritoneal dialysis. The patient was hospitalized for the events. Therapy was discontinued and the patient was placed on hemodialysis. Treatment information was not reported. The patient later recovered from the events and was discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot number h13e22024 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted but did not indicate any issues related to the reported event. A batch review was conducted for potentially associated lot numbers h13f17105 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).